Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort due to lead migration which was confirmed via computerized tomography (CT) scan. Reprogramming was done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8436-50 (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced pain and discomfort due to lead migration which was confirmed via computerized tomography (CT) scan. Reprogramming was done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively.